Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. The customer was educated on pump behavior after shutdown, including reset of insulin on board and dose limits, need to manually restart cgm sessions, and reload cartridge, and was provided battery best practice. The customer was instructed to monitor system and call back if issue persisted.